Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: e2, e3, h6 (device code, evaluation conclusion codes).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails # 50 (motor speed out of specification). It is unknown under which circumstances this event occurred; however there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the ¿electrical test fails code #50¿. The stm reported that unit was not functional. It was placed in the biomed department with no explanation or patient details. After troubleshooting the stm found the motor controller board was bad and determined that the pump assy was locked up and wouldn¿t turn. The stm replaced the motor control board and the pump/motor assy. Subsequently, completed calibration and unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails # 50 (motor speed out of specification). There was no patient involvement, and no adverse event reported.